Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the presented in clinic for follow up. Patient experienced syncope on (B)(6) 2018. It was discovered that the implantable cardioverter defibrillator exhibited backup vvi operation around the same time. The patient felt fine since that initial episode. A device download was performed successfully. The patient was in stable condition after the device was restored to normal parameters.